Manufacturer narrative:
The returned sample was visually inspected and found to be conforming, smooth raised area was observed at the gate; however, it was found conforming per specification. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Three videos returned in a usb were reviewed by the investigation site. Video 1 shows an eye surgery, at the following time intervals a disposable ia tip is observed; five minutes and fifty-three seconds through seven minutes and eight seconds, and seven minutes and fifty-six seconds through nine minutes and sixteen seconds. Video 2 shows an eye surgery, at the following time intervals a disposable ia tip is observed; six minutes and seven seconds through six minutes and fifty-eight seconds, and seven minutes and thirty-eight seconds through eight minutes and thirteen seconds. Video 3 shows an eye surgery, at the following time intervals a disposable ia tip is observed; five minutes and thirty-four seconds through six minutes and thirty-one seconds, and seven minutes and thirty-five seconds through eight minutes and fourteen seconds. The reported event cannot be confirmed on the videos provided. The complaint evaluation confirms that the disposable ia tip had an smooth raised area at the gate, which can be perceived as a rough edge; however, the observed smooth raised area observed was determined to be conforming per specification. Therefore, the root cause for the customer complaint issue cannot be determined. No action was taken as the disposable ia tip was manufactured to specification. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery, with intraocular lens a male patient experienced with capsular tear due to rough edge on the disposable tip after placement of the intraocular lens in right eye during the irrigation and aspiration phase. Patient impact were not reported and procedure was completed.